Manufacturer narrative:
(B)(4).

Event description:
It was reported that during removal of the outer guide catheter, the coronary sinus experienced a minimal dissection. The patient did not decompensate thus the dissection was not emergently repaired; it was felt that the dissection would close on its own.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.